Manufacturer narrative:
The reported field events of high pacing lead impedance and loss of sensing were confirmed in the laboratory and were due to excess medical adhesive found on the ring electrode.

Event description:
It was reported that during implant high pacing lead impedance was observed. No sensing or pacing was noted. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.